Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer was having high blood glucose. Customer experienced high blood glucose due to no delivery alarm on the insulin pump and bent cannula. Customer did a complete set changed and it helped and currently it was not doing anything with the issue. Customer's blood glucose was 497 mg/dl. Customer's symptoms were sleeping dry mouth, nausea and felt like crud. Customer treated with the bolus and changed site. Troubleshooting was done. It was found that the insulin pump passed the high pressure test. The customer will monitor the insulin pump. No further information provided.